Manufacturer narrative:
The sample has been received and a sample evaluation has been done however the investigation is not completed at this time. The incident sample has been received but the investigation is not completed. When the investigation is complete, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The manufacturing plant has received samples for evaluation and found 7 syringe samples to have missing graduation lines.

Manufacturer narrative:
The manufacturing plant has received 72 samples for evaluation. Seventy-one (71) of the samples were received sealed in carefusion packaging and one (1) unsealed packaged syringe sample was received. The packaging was removed for evaluation of the 1 ml luer lock printed syringe barrel in which the cardinal health facility manufactures. The syringe assembly component is shipped to the customer as a bulk-packaged product with (B)(4) non-sterile syringes per shipper, sealed inside two bags and secured with a rubber band. The final bundling and packaging were completed at the customer¿s facility. A visual inspection identified black and/or green marker residue on either the barrel finger flange or on the barrel wall of each of the samples contained in the sealed packaging. Seven (7) syringes were missing graduation lines. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. Conditions that may have caused the missing barrel print are the print process was set up incorrectly, a worn print pad, improper maintenance of the print process, damaged equipment, malformed or damaged barrels leading to incomplete contact of the print pad with the barrel. This condition can potentially occur during the manufacturing and assembly process due to further handling and/or processing. The manufacture of all molded components is conducted within a validated process inside a controlled manufacturing area. The validated parameters are monitored at least every shift. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications and are visually and physically tested for adherence to the quality inspection standard. These conditions will be communicated to the appropriate manufacturing and quality assurance personnel.